Event description:
It was reported that a revision surgery was conducted to correct a rod which slipped down out of place. During the revision surgery while trying to insert new set screws, the set screws would not go around the screw. A different set screw was attempted but was too large for the screw and would not tighten. Surgeon was unable to replace the rod.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The package insert insidactes "possible adverse effects" include: "bending, loosening or fracture of the implants or instruments". "Reoperation...".